Event description:
Early 80¿s male with history of hepatocellular carcinoma. Procedure: infusion therapy. Near the completion of the treatment of monoclonal antibodies and normal saline, there was a puddle of fluid observed on the top of the ivac. Further investigation found a leak in the tubing below the drip chamber. No known harm to patient.